Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, he passed out and was involved in a car accident. The patient reported that right before he left his house his blood glucose was 130. He reported that he did not hear any alerts. A bystander noticed that the receiver was flashing and said "?zero?." Paramedics took him to the hospital and he was monitored for 24 hours. At the time of the call to dexcom technical support, the patient reported doing okay, just a lot of scrapes and bruises.